Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information was received stating that there was an intramural hematoma occurrence due to the re-wiring of the vessel. This resolved with the dlad angioplasty on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mid-left anterior descending artery coronary procedure, several devices would not cross the lesion and were removed without issue. The guide catheter was changed and the new guide catheter was deep seated. The guide wire was changed to a whisper guide wire and using the buddy wire technique, the xience xpedition stent was implanted successfully without issue. During the procedure, after stent implantation, there was a non-serious, predictable, vessel spasm resulting in a timi ii flow which resolved prior to final post stent dilatation. The patient remained asymptomatic. During post procedural angiogram, a dissection was noted in the distal vessel, reportedly, caused by one of the guide wires used during the procedure. Non-abbott balloon angioplasty was done and the dissection resolved. Post procedure, creatinine kinase-myocardial band (ck-mb) was elevated greater than 5 times the normal upper limit, but the creatinine kinase (ck) was only slightly elevated. There was a normal electrocardiogram (EKG), no new angina, no evidence of ischemia, no treatment provided, and no tissue damage; therefore, this was reported by the study physician as a non-serious event. The elevated enzymes resolved on (B)(6) 2013 and the patient was discharged home. No additional information was provided.